Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -3.50/+3.5/033 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the surgeon wanted the lens power to match the lens in the left eye (os). The lens was exchanged for a same model but different power lens (-4.0/+3.5/136 sphere/cylinder/axis) and the problem was resolved. The reporter indicated the cause of the event was due to user error.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and residue on the lens. "Due to the surgeon wanted the lens power to match the lens in the left eye (os)" should be corrected to "due to the surgeon implanting the lens meant for the left eye (os)". (B)(4).